Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 the drug could not be withdrawn. The following information was provided by the initial reporter translated from chinese: the patient injected the drug intramuscularly with a 5ml syringe and found that the drug could not be withdrawn.

Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 the drug could not be withdrawn. The following information was provided by the initial reporter translated from chinese: the patient injected the drug intramuscularly with a 5ml syringe and found that the drug could not be withdrawn.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301942 and lot number 2105140. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained. The retained samples were evaluated, and no signs of defect could be confirmed.